Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that after the initial intraocular lens (iol) implant procedure, a patient complained of unhappy with visual acuity, glare, halos, light sensitivity, migraines, and peripheral distortion. The patient also stated that they were unable to perform daily life activities. There was no patient harm. Additional information was received stating that the patient reported rings and the clinical reason of negative dysphotopsia. This required the removal of the iol in a secondary surgery and exchange with a monofocal iol.